Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath lab. "The intra-aortic balloon (iab) was prepped per the instructions for use; properly vacuumed the balloon catheter enough inside the tray, there was nothing special at that time." The md complained about a problem with the balloon tip in the rediguard iab set. During insertion of the iab via the patient's right femoral artery, the md noticed blood was regurgitated into the balloon. As a result , the md removed the iab and super arrow-flex (saf) sheath as one unit and replaced them with a new kit. "The procedure was successful and there was no harmful outcome to the patient." There was a reported approximate 10 minute delay in intra-aortic balloon pump (iabp) therapy. Length of time prior to the event was listed as 15 minutes.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr rediguard iab. Upon return the distal end of the sheath was approximately 34cm from the iab distal tip. The sheath was attached to the hemostasis cuff. The hemostasis cuff was not connected to the cathgard. Blood was observed on the exterior of the bifurcate, sheath and on the interior of the short driveline tubing, one-way valve and bladder. The one-way valve was tethered and attached to the short driveline tubing. The bladder was loosely wrapped. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak/puncture was noted approximately 24.4cm from the iab distal tip. Under microscopic investigation, a puncture consistent with contact with a sharp was found on the bladder membrane. A lab-inventory 0.025 inch spring wire guide (swg) was front loaded through the iab luer. No resistance was noted. No blood or debris was noted. The swg was back loaded through iab distal tip. No resistance was noted. No blood or debris was noted. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. See other remarks section for continuation. Other remarks: a device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. The bladder membrane had a puncture consistent with contact from a sharp which allowed blood to enter the iab. The root cause of the puncture is undetermined.

Event description:
It was reported that the event occurred in the cath lab. "The intra-aortic balloon (iab) was prepped per the instructions for use; properly vacuumed the balloon catheter enough inside the tray, there was nothing special at that time." The md complained about a problem with the balloon tip in the rediguard iab set. During insertion of the iab via the patient's right femoral artery, the md noticed blood was regurgitated into the balloon. As a result , the md removed the iab and super arrow-flex (saf) sheath as one unit and replaced them with a new kit. "The procedure was successful and there was no harmful outcome to the patient." There was a reported approximate 10 minute delay in intra-aortic balloon pump (iabp) therapy. Length of time prior to the event was listed as 15 minutes.